Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported skin irritation. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam became degraded and caused the patient to have skin irritation. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found dark insect-like contaminants consistent with the insects in the grooves of all four enclosure pieces, contamination consistent with the keratin contamination around the blower box seal. Minimal investigation was performed due to the discovery of insect contamination. The device was applied power and the device operated properly.the device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of insect, dust, and keratin-like contamination. Additional information added that the patient alleged wheezing, chest and breathing discomfort, and dizziness which have been mentioned in this report. Section d9, g3, h6 has been updated / corrected.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in section b.2. , phone number was added in section e.1. , consumer and foreign was marked in g.2. The report should have been sent for product problem only in section b.1.

Manufacturer narrative:
Additional information was captured incorrectly in the previous report that the patient alleged wheezing, chest and breathing discomfort, and dizziness, but after the review, it was determined that no such events occurred to the patient. There was no report of harm or injury. Section h6 health effects - clinical code has been corrected in this report.